Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the force bipolar instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the force bipolar instrument (part# 471405-06/ lot/serial# k10220418 0329) associated with this event has been performed. Per this review of the logs, the force bipolar instrument was last used on (B)(6) 2022 via system serial# (B)(4). There were 9 uses remaining after this last usage. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: it was alleged that the force bipolar instrument had the grip tip sticking out. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the joint part of the force bipolar instrument was damaged and bent opened. There was no report of fragment(s) falling inside the patient. The procedure was completed with another instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. During the procedure, the customer found the wrist of the instrument was bent with no loose/dislodged pin. The instrument was not removed with the cannula. The instrument jaws were not stuck in a closed position and did not fail to unclamp (from tissue) or open when commanded by the user or system. The instrument was not in strong grip mode. No intra-operative or post-operative complications (e.g. Unexpected bleeding, anastomotic leak, bladder/ureter damage, nerve damage etc.) Occurred. The customer used a backup instrument of same kind to continue the procedure. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient injury. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, h3, h6 and h10. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated and confirmed the customer reported complaint defective I&a "damage on the wrist". Failure analysis found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have damage on the conductor wire¿s insulation. There was no material missing. The conductor wire was not exposed. The instrument passed an electrical continuity test. The root cause of this failure is attributed to a component failure. Additional findings not reported by site was that the instrument was found to have a frayed grip cable at the distal end. The root cause of frayed - distal instrument grip cables is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.